Event description:
The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. Customer successfully changed cartridge, resumed insulin delivery.